Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box history revealed multiple "loss of prime" alarms with zero and non-zero force. The black box history indicated several load step malfunctions. The rewind, prime and load steps were successfully performed on the pump with no loss of prime issues. The force sensor was found to within calibration. The pump was exercised for 24 hours on a 1 unit per hour basal program with no loss of prime. The pump cover was removed and investigation revealed the solder on the force sensor pin of the flex connector was found to be cracked all way around the top of the pin.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 09/06/2013 with the following results: testing revealed the solder on pin two of the flex connector was cracked all the way around the top of the pin. Black box showed loss of prime with zero and non-zero force. The black box also recorded several load step malfunction. Performed pump rewind, load, and prime with no loss of prime. Pump was exercised for 24 hrs. On a 1 unit per hour basal program with no loss of prime. Force sensor calibration was within specification. Opened pump and removed from case. Inspected force sensor flex cable connection; found cracked solder.

Event description:
The pump was returned for investigation. Investigation revealed that the solder on force sensor pin of the flex connector was cracked all way around the top of the pin. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.